Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricular setscrew block. The returned device indicated damaged right and left ventricular grommets. The returned device indicated all grommets found with foreign material. The returned device indicated a loose/detached atrial set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement, the physician was unable to unscrew the setscrew of the right ventricular (rv) lead. Several attempts were made and finally the setscrew came out of the cardiac resynchronization therapy defibrillator (crt-d) header. No patient complications have been reported as a result of this event.